Event description:
Additional information: the patient was requesting to have the device removed because they were no longer using it. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient's pump was not providing effective therapy; therefore the healthcare provider was planning to remove it. The patient felt that the pump "started to not work properly and wasn't relieving her pain". Healthcare provider was unsure of when the symptoms began, and believed the pump worked properly "at one point". The patient was no longer using the pump as there was "no drug in it". The drug in the pump was morphine, when it was delivering medication. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot# j10965r30, implanted: (B)(6) 2002, product type catheter. (B)(4).